Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump unexplained alarmed motor error. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was rejected new brand battery and it slow to rewind . The customer stated that the insulin pump was did not alert when battery is low. Customer states that the crack in reservoir port the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm, rewind, no delivery alarm/occlusion, failed battery alarm and low battery alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Insulin pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).